Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, on a right hemicolectomy due to a colon carcinoma, the device was used for anastomosis, but the patient had an anastomotic dehiscence on the 3rd day which resulted to tissue damage confirmed through urgent abdominal scan. The event led to extended patient hospitalization. The surgeon proposed a surgical intervention, but that option was not accepted by the patient nor the family. The patient died.